Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed since the initial report was submitted. The device was not returned for investigation. The root cause of access site bleeding was not determined due to a lack of clinical information detailing the cause of the bleed, and the product was not returned.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury

Event description:
The user facility reported a 47-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported the patient developed a small hematoma with oozing at the insertion site. The heparin was stopped and the oozing resolved.